Event description:
Patient felt an uncomfortable electrical charge when machine was initially turned on, but before controls were set. Service technician from company, that the hospital purchased the equipment from, evaluated machine and found no malfunction. He recommedned for future use that the machine be turned on before applying electrodes to patient to release any static build-up. Machine is being sent to distributor for further evaluationdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed. Results of evaluation: other. Conclusion: other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, device use continued with restrictions/limitations, user education provided. Invalid data - on device destroyed/disposed of status.